Event description:
The actual residual volume (19 ml) was greater than the expected residual volume (3 ml). The device system was used to deliver lioresal (500 mcg/ml). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).